Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during an event their device's display flashed repeatedly and that medical personnel were unable to use the device. The customer advised that the only thing that they could do was power the device on or off. The patient was being monitored during transport at the time of the event and the customer advised that they were approximately 5 minutes from the hospital when the reported issue occurred. The customer also stated that because they were close to the hospital there was no further need to monitor the patient, so the device was powered off. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
Reportability awareness date, of the initial medwatch report indicated: 08/20/2018. Reportability awareness date, of the initial medwatch report should have indicated: 08/19/2018.

Event description:
The customer contacted physio-control to report that during an event their device's display flashed repeatedly and that medical personnel were unable to use the device. The customer advised that the only thing that they could do was power the device on or off. The patient was being monitored during transport at the time of the event and the customer advised that they were approximately 5 minutes from the hospital when the reported issue occurred. The customer also stated that because they were close to the hospital there was no further need to monitor the patient, so the device was powered off. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.